Event description:
It was reported that surgeon is an accolade user and is familiar with our instruments and implant. Today, there was a discrepancy with the broach and implant. The broach was seated in the proximal femur down to the osteotomy level. When implanting prosthesis into femur, the implant was 2-3 mm proud and sitting higher than normal. The broach used was a 4.5.

Manufacturer narrative:
A supplemental will be submitted upon completion of the investigation.